Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that when standing from a seated position in the post-op area of the hospital, the patient heard a crack. X-rays revealed the patient had a femoral periprosthetic fracture. Patient underwent a same-day revision, the accolade stem and head were revised to a restoration modular stem construct and a new head. Rep confirmed there are no allegations against the revised head, and that no further information will be released by the hospital or surgeon.